Event description:
It was reported that pump experienced malfunction with malfunction 9 code displayed. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, continued pump use initially, and later was advised to stop using problematic pump after malfunction code reoccurred. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.